Event description:
The clinicians were attempting to shock a patient presenting a ventricular-fibrillation heart-rhythm but the device would not fully charge to the selected energy. The operator selected 30 joules and quickly performed a device self-test which returned a "test ok" message. The operator then selected 200 joules and initiated a charge of the device but the device stopped charging with 50 joules displayed and issued a "pacer fault 117" message. The clinicians continued to use the device and attempted to charge energy several times without success. The pt subsequently expired.